Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the head is broken off just under first thread. The head shows signs of usage as scratches visible but otherwise in very good condition. The shaft threads are badly damaged from removal. Therefore a strong indication that the application of excessive force and/or torsion when screw being inserted into bone, caused the breakage. The manufacturing documentation for the lot number concerned was reviewed and met all in process and product release criteria when it was produced. No product fault could be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cortex screw broke during the surgery on (B)(6) 2014. The surgery was extended for 60 minutes. No remaining broken piece in the body. There was no adverse consequence to the patient. The patient was young and the bone was hard. This report is 1 of 1 for (B)(4).